Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, the e315 scope error was not duplicated for the device. Other observations were, a b30 scope communication error was received for the device. The control section and s-connector had water invasion. The bending section showed evidence of having water invasion which was now dried. The switches were out of function. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, a scope error code e315 was received for the device which indicates no image was available. There is no harm reported to any patient.

Manufacturer narrative:
Additional information has been received for this event. Correction will be made as this event did not take place at any facility. The device is an olympus loaner device that was being inspected in house. This supplemental report is being submitted to provide this information.

Event description:
Upon routine in house inspection of the olympus loaner device an error code e315 for unrecognized scope was received for the device which indicates no image was available. There is no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to inappropriate device handling, or water entered venting connector of sc-cover causing broken electrical components. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.